Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the stimulator was not working to resolve their symptoms because they were wetting on themselves all the time. The patient's caregiver increased stimulation from 3.0 to 3.7 and the symptoms still occurred. They went to the ER and now have a catheter in. They see their doctor on dec 7th. Agent did not ask about the circumstances that led to the reported issue. Patient services reviewed option of increasing amplitude to a point where they could feel it and redirected to healthcare professional.